Manufacturer narrative:
(B)(6). Date of postoperative plate breakage is unknown; however, the issue occurred between (B)(6) 2015. This report is for one (1) unknown va-lcp plate. Without a valid part and lot number, the UDI is not available. Per facility, the complainant part was returned to the patient and will not be available for evaluation. As specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2015 due to implant breakage. The patient was originally treated on (B)(6) 2015 with the implantation of a variable angle -locking compression plate (va-lcp). The device reportedly broke some days later as the patient was bending to change a tire. The broken hardware was removed during the revision. The patient was re-plated with another plate, which successfully completed the procedure without delay. The patient was reported as "stable" postoperative. This report is for one (1) unknown va-lcp plate.this report is 1 of 1 for (B)(4).